Event description:
It was reported that there was sensing difficulty, a lead malfunction, and the patient received more than 40 inappropriate shocks. A phone call from an attorney further alleged that the patient was "shocked" over 40 times during several hours. Additional information was received in a lawsuit alleging there was a lead fracture. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found.